Event description:
It was reported that the caller had an issue with an incorrect time setting on their device, which was greater than a 5-minute discrepancy from the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the discrepancy occurred again. The caller understood and acknowledged the instructions provided.